Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 283 mg/dl and his sensor glucose level was 78 mg/dl. The difference between the sensor glucose and the blood glucose readings was not within the acceptable range. The customer stated his sensors have had bent cannulas in the past. The customer was given educational information about the sensor. The customer was sent a replacement sensor. The product is not being returned. Nothing further was reported.